Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, the valve seal disengaged from its housing. They then used another device to resolve the issue in order to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspections noted that the valve seal was disengaged. The balloon and doors appeared intact. The obturator and inflation bulb were received. The lock collar was also broken, however it was not related to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the broken insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of a broken lock collar that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.